Event description:
Rn reports peritonitis incident of unk origin. The hp presented in the emergency room and was hospitalized for 15 days in 2002. Rn reports the hp experienced cloudy effluent, nausea and vomiting. The pt was treated with ancef and fortaz (dose unk). While hospitalized, the hp had three peritoneal dialysis catheter removed and the pt has been temporarily transferred to hemodialysis. Follow up with the rn indicates the hp has recovered.